Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal prongs came out of the c-ring. No metal or pieces of the device fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and blood were observed. The heater wire on the hot jaw was observed to be bent and detached from the tip of the hot jaw, though it remained attached to the base. There were no signs of cracks or peeling observed on the silicone insulation of the jaws. The c-ring appeared intact and remained attached to the scope wash tubing. There were no other visual defects observed. Based on the condition of the returned device and the results of the evaluation, the reported failure "break" was not confirmed. The analyzed failure "material twisted/bent" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvestingprocedure, vasoview hemopro 2 metal prongs came out of the c-ring. No metal or pieces of the device fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.